Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced signs in their pectoral wound, of the device abrading through and being exposed through the skin. Per the opinion of the physician, the root cause of the externalization was the patient's poor skin and health. It was noted that the patient had thin skin and the wound never "looked happy". On (B)(6) 2025, the patient's ipg and csl were explanted. There were no signs of an infection, however cultures were done but the result was unknown. The patient reported feeling good with their device and there was a plan to re-implant the patient at a later date.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The analysis results indicated the device performed as expected no nonconformances were observed.. Based on the information received, the root cause the cause of the reported event could not be conclusively determined. Cvrx ID# (B)(4).